Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had to turn stimulation down at night, because stimulation felt stronger in their legs than back. The patient did not know why it was set up that way as their back pain was worse than their leg pain. The patient¿s therapy was more intense if they sat straight up, compared with slouching or leaning back. Stimulation location did not change with position. The night prior to call, the patient was woken up due to a jolting sensation and had to turn stimulation off. Turning stimulation back on did not result in a recurrence of the jolting sensation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.